Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: bilateral patient was implanted with depuy pinnacle hip implant in her left hip on (B)(6) 2006, and in her right hip on (B)(6) 2006. The patient's hips are defective and have caused damage to her hip joints and her body. Doi: (B)(6) 2006 - dor: unk (left side). Doi: (B)(6) 2006 - dor: unk (right side) . Patient is a resident of (B)(6). Update: on (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Patient demographics added. Update ad 02 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and stikcer sheets. In addition to what were previously alleged, ppf alleges metallosis, metal wear and elevated metal ions. Added stem alleged elevated metal ions. Updated patient harm. Added lawyer in the associated contact. Doi: (B)(6) 2006 - dor: none reported (right hip). Patient is bilateral. See (B)(4) for the left hip.